Event description:
It was reported that the patient underwent surgery on (B)(6) 2011 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy and a wedge resection of the ovary and the left ovarian cystotomy due to carcinoma in situ-cervix, severe menorrhagia, hemorrhagic anemia, stress urinary incontinence, and second degree cystocele.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced adhesions and recurrent urinary incontinence.